Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection performed at customer quality confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the distal threaded tip. The broken off distal threaded tip was returned lodged in related threaded hammer guide connector (03.037.120). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Material/hardness review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device history lot part: 03.010.523, lot: 9065773, manufacturing site: bettlach, release to warehouse date: 28. Oct. 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 03.010.523; lot: 9065773; manufacturing site: (B)(4); release to warehouse date: october 28, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the distal threaded tip. The broken off distal threaded tip was returned lodged in the related threaded hammer guide connector (03.037.120). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Drawing/specification review: the following drawings were reviewed during investigation and no design issues were noted. Connector for insertion handle. Material/hardness review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an orthopedic procedure with proximal femoral nailing system (tfna). During the procedure, the threaded driving cap sheared off the threaded hammer guide connector in the complete radiolucent insertion handle while impacting the nail into the patient. The nail was fully inserted in the patient by using the same handle which may be deformed because it is carbon fiber/radiolucent. The broken instrument was removed from the insertion handle. The complete radiolucent insertion handle was disconnected without incident and there were no fragments generated. The procedure was successfully completed with no surgical delay. The patient was stable. Concomitant devices: impaction instrument: hammer/mallet (part: unknown, lot: unknown, quantity: unknown), threaded hammer guide connector (part: 03.037.120, lot: 9202532, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).